Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 33 mg/dl, and the bg meter reading was 350 mg/dl. The customer reported a low bg value of 33 mg/dl and consumed carbohydrates in order to address the issue. No additional patient or event information was available. A root cause could not be determined. Reportedly, the values became accurate and the customer continued to use the sensor.

Manufacturer narrative:
Remove codes 1912 and 4613, add codes 2199 and 4582.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 33 mg/dl, and the bg meter reading was 350 mg/dl. No additional patient or event information was available. A root cause could not be determined. Reportedly, the values became accurate and the customer continued to use the sensor.